Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels. The cause of elevated bg was unknown. On (B)(6) 2026, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a bg of 630 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day, (B)(6) 2026, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.